Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. (B)(4) evaluated the device and the reporter's complaint that the unit is overheating was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Should additional information become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that a motor device "overheated". The reporter could not clarify if the malfunction occurred during a pre-surgery check or a knee and hip surgery. It was unknown to the reporter if there were any delays in a surgical procedure. A spare identical device was available for use. It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.